Manufacturer narrative:
Exact date unknown, event occurred three years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 150619.

Event description:
It was reported that the patients lead had high impedances. It was stated that the patient experienced abdominal and thoracic stimulation the entire length of the lead. It was confirmed through fluoroscopy that one of the leads is extremely lateral to midline which confirmed the cause of abdominal and rib stimulation. The patient underwent a revision procedure wherein the leads and anchors were replaced and not returned. The patient was doing well postoperatively.